Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart mrx failed the battery operation. Patient involvement is unknown at this time, however, no adverse patient impact or injury was reported by the customer. Additional information has been requested.

Manufacturer narrative:
This report is based on information provided by philips service representative and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator indicating that the device fails to operate in battery mode. A good faith effort was made to obtain additional information associated with this complaint evaluation, but there is no additional information available. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened. Based on the information available and results of additional analysis, no further action is necessary at this time. We are unable to confirm the final disposition of the device because the customer did not respond to requests for additional information. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the heartstart mrx defibrillator indicating a failure of the device in battery mode. There was no reported patient impact or injury.

Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator indicating a failure of the device in battery mode. The fse evaluated the device onsite and no fault was found. No repair activity was deemed necessary. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the reported issue could not be reproduced. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. No fault was found, and the device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Reporter phone #: (B)(6).